Event description:
It was reported that the system displayed a collimator iris error, the dosage for hlf was >20 r/min, and that the collimator was not centered. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted hlf dosage to 18 r/min and centered the collimator. System operates as intended.